Manufacturer narrative:
Additional information : the actual sample was received for evaluation. A visual inspection was performed which noted a loose black particulate matter approximately 0.10 square millimeters. The reported problem was verified. No functional testing was performed for this complaint. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during an unspecified date of (B)(6) 2019. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that dark spots were identified with an exactamix 250 ml eva tpn bag (not further specified). The was observed prior to use. There was no patient involvement. No additional information is available.